Event description:
On 13/may/2024, it was posted to social media that the author of the post experienced a hemorrhage during a hemodialysis (hd) treatment resulting in anemia. They also stated they are receiving iron injections and medication but feel unwell and tired. Follow-up with the clinic that was documented in the post confirmed that there was no patient at that location with the name of the user on the social media post. Without additional information related to identifying information, no additional investigation can be completed. There is no confirmation of a serious injury, patient death, or other adverse event related to a fresenius product or other issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 13/may/2024, it was posted to social media that the author of the post experienced a hemorrhage during a hemodialysis (hd) treatment resulting in anemia. They also stated they are receiving iron injections and medication but feel unwell and tired. Follow-up with the clinic that was documented in the post confirmed that there was no patient at that location with the name of the user on the social media post. Without additional information related to identifying information, no additional investigation can be completed. There is no confirmation of a serious injury, patient death, or other adverse event related to a fresenius product or other issue.